Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving multiple inappropriate therapies due to oversensing of noise that corresponded with atrial events. The device also reported a "high voltage lead issue" and detected low hv lead impedance. The patient was admitted to hospital and was stable. Lead was capped and replaced on (B)(6) 2017. Patient¿s condition was stable.